Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% in-stent restenotic lesion of the previously placed 6mmx8cm non-bsc stent was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a 300cm non-bsc guide wire was crossed the lesion, a 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4mmx4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.